Event description:
The customer reported that the power button on the olympus visera elite light source was suck in the ¿on¿ position during procedure preparation. There was no report of patient harm as a result of this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional information be received, a supplemental report will be provided.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. Per the legal manufacturer, this issue of the light source stuck in the ¿on¿ position is not likely to cause or contribute to death or serious injury if the malfunction were to recur.